Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer's allegation the patient detected an insulin leak at the luer connection of the transfer set. The customer experienced slightly elevated blood glucose levels.